Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient found the main body of the twist clamp on a transfer set broken. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Magnification inspection was performed and noted cracked light blue main body and damaged patient adapter. Functional testing included eight psi underwater pressure test, clear passage test, and clamp function test with no issues noted. The reported condition was verified and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.